Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively on a laparoscopic appendectomy procedure, the patient had a bleeding from mesoappendix l ine, and a blood loss for about 1500cc, there was no issue found at the time of operation. To resolve the issue they had to re-operate the patient and blood transfusion was required.